Event description:
Customer called to report a leak on the right side of the coulter ac.t diff2 analyzer. Customer was unable to locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing that delivers diluent to the wbc (white blood cell) chamber had become disconnected at the wbc bath. The fse replaced the tubing, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the tubing at the wbc bath becoming disconnected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).